Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula kinked events on 27-may-2024. The events occurred within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was 428 mg/dl at the time of the events; therefore, it was treated with correction bolus via pump. The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.